Event description:
The patient's mother was changing the dressing around the dialysis catheter and inadvertently cut the tubing beneath one of the ports. The patient began bleeding out through the cut catheter end and collapsed and 911 was called. The bleeding could not be stopped until the tube was clamped in the emergency room. Despite all efforts including transfusion the patient could not be resuscitated. She died of exsanguination. FDA safety report ID# (B)(4).